Event description:
It was reported that a solution bag became detached from an automated pd set with cassette. This occurred during the fifth dwell cycle of peritoneal dialysis (pd) therapy. The patient care giver stated that the patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.